Event description:
On (B)(6) 2014, a customer reported an unexpected negative result when using anti-a (murine monoclonal) series 1 on a galileo echo instrument.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to view the electronic images of the test wells stored on the galileo echo instrument personal computer on (B)(4) 2014. This remote viewing method determined that all testing well images appeared as they had been interpreted by the galileo echo. The customer returned blood samples to the immucor laboratory which were tested on 10dec2014, 11dec2014 and 12dec2014, and the immucor observations of which were able to reproduce the customer's findings. The immucor laboratory also tested retention product on 10dec2014 and 11dec2014, which performed as expected.